Event description:
On (B)(6) 2020, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced discharge and redness at the stoma site. On (B)(6) 2021, the patient was prescribed unknown antibiotics for discharge and redness at the stoma site. On (B)(6) 2021, the patient's peg tube came out of the stoma area, and on (B)(6) 2021, the patient was hospitalized due to adverse events.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event was discarded and not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to the us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.